Event description:
Devices removed due to dislocations (mdr97-00082)(mdv97-0007).

Manufacturer narrative:
Evaluation codes for section h6: 100-the affected dimensions meet requirements. The mfg. Records conformed to requirements. 67-the most probable cause for this occurrence is malorientation of the elevated region of the poly liner and/or malpositioning of the acetabular shell. It is also possible that the pt moved the limb to an extreme position or had motion that is atypical of daily activities causing dislocation. The radiographs indicate that the acetabular shell is well-positioned (for normal anatomy).